Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber optic sensor module failure alarm, the unit was swapped out to continue therapy. There was no harm reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber optic sensor module failure alarm, the unit was swapped out to continue therapy. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and upon investigation it was found that error code 53 was present. The book points to replacing the fiber optic module. Fse replaced the fiber optic module he had in his stock but it did not fix the problem. Using the fiber optic module that was sent to me from the home office along with the fiber optic jumper cable fixed the issue. Performed fiber optic test which passed then performed system checkout and released the unit to the customer for clinical use. The following investigation was performed by a technician of the maquet national repair center (nrc) wayne, nj: the nrc received the following parts associated with this complaint: fiber optic module fiber optic cable these parts was received with a reported unit failure message of fiber optic. Performed visual inspection of this part received and part looks to be in good condition. Installed the fiber optic module one by one among with fiber optic jumper cable into. The cardiosave test fixture and tested to the factory specifications and the cardiosave service manual the nrc could not verify the failure message of fiber optic. Both fiber optic modules and fiber optic jumper cable passed testing. Sending boards to the respective suppliers as per procedure. Retaining cable in the nrc as per procedure. The following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for. They stated that the part passed with no issues. Root cause will be not confirmed for this part. Retaining the part in the failure analysis and testing department per procedure number.

Event description:
N/a.